Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan otr implanted on (B)(6) 2013, had to be removed on (B)(6) 2017, due to malfunction, caused by aneurysm of right cylinder. The patient is well.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and all strain relief of the pump. An aneurysm is noted on the bladder of cylinder #2. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated a right cylinder aneurysm. Quality confirms an aneurysm in cylinder #2 and concludes this to be the reason for return. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.